Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an enteer re-entry balloon catheter with a non-medtronic 6fr sheath and enteer guidewire during treatment of the patient¿s right superficial femoral artery (sfa). IFU was followed. No issue is reported with the enteer guidewire. A leak is reported on the enteer balloon. It is reported the procedure was completed using a replacement enteer balloon. No patient injury reported.

Manufacturer narrative:
Device evaluation the enteer re-entry balloon catheter and enteer guidewire were received within a seal tyvek pouch. The enteer re-entry balloon catheter and enteer guidewire were received in separately sealed plastic biohazard pouches. The enteer re-entry balloon catheter was received within its opened labeled shelf carton and loosely coiled within its opened labeled pouch, luer lock to flush the guidewire lumen. When the syringe was lightly pressurized fluid was observed exiting the inflation lumen port of the y-manifold. Red food coloring dyed tap water was used to fill a 3cc syringe. The syringe was attached to the proximal hub/guidewire lumen luer of the y-manifold and pressurized. The red fluid crossed from the guidewire lumen into the inflation lumen within the y-manifold. The proximal manifold injection ports were inspected and found to have adhesive. The inner guidewire lumen was found to be properly seated against the stop within the manifold, but the adhesive bond was not fully circumferential. A 0.014¿ guidewire was loaded through the distal tip with ease but could not navigate the full length of the catheter. An obstruction of foreign material was noted in the guidewire where the passage of the guidewire stopped. The resistance felt when the guidewire interacted with the obstruction felt elastic. The 0.014¿ guidewire was loaded through the proximal hub luer lock with ease and would not pass through the obstruction within the guidewire lumen. The catheter was cut proximal and distal of the obstruction. A 0.013¿ pin gage was used to push the obstruction of foreign material out of the guidewire lumen. The foreign material appears to be water soluble. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the enteer balloon and guidewire were safely removed from the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.